Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the insulin pump had a stuck button error alarm and then it was out of auto mode and auto mode status screen shows auto mode turned off. The customer blood glucose level was 187 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.